Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leakage was observed from an ak 96 machine during setup. There was no patient involvement. No additional information is available.